Event description:
It was reported the pt experienced a shocking or jolting sensation from their implantable pulse generator (ipg). It was stated that, when the pt turned on the device, it "was so strong that it felt like he had been kicked in the scrotum." The ipg was reprogrammed, and the pt reported only feeling the device on his right side. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).